Event description:
It was reported that shaft break occurred. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation; however, the shaft broke. The procedure was completed and there were no patient complications nor injuries reported.